Event description:
Device malfunction: failure to deploy thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of mildly calcified common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, great resistance was felt and the thumb advancer would not fully advance to the locked position, resulting in the exchange sheath not splitting completely. The device was removed by using the safety release button and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Patient selection - the safety and effectiveness of the starclose se vascular closure system with patients with femoral artery calcium, which is fluoroscopically visible at access site.